Manufacturer narrative:
The lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received from a female patient that had bilateral zxr00 intraocular lens implants. She is unhappy that she still needs to wear glasses to read when she is not supposed to and also complains of glare in both eyes. Additional information was provided it was learned the patient experienced an issue with glare prior to the implants and choose the tecnis symfony lens because it advertised that it would correct glare. The patient stated that the glare issue started right after her surgery and claims that it is far more intense than before the surgery. She commented that she can't even look at the ceiling lights in her kitchen and night vision is so bad. On (B)(6), the patient had a yag (yttrium-aluminum-garnet) capsulotomy to address the glare. On her follow up visit there was no change with glare or the need for glasses. She stated that the glare is incapacitating. This report is to capture the zxr00 17.5 diopter lens implanted in the left eye. A separate MDR is being filed for the zxr00 17.0 diopter lens implanted in her right eye.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation as the lens remains implanted. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints related to order number revealed no other complaints for this production order number has been received. There were no non conformances with respect to the manufacturing process that were related to the reported event. There were no associated nonconformity reports or deviations. The in-line optical inspection data shows the lens was within power specification and met the specified cosmetic requirements. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.